Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hyperglycemic event and continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient visited endocrinologist on (B)(6) 2014 and was advised to go to the emergency room. At emergency room, patient was administered intravenous fluids and insulin. Endocrinologist performed follow-up visit after being released from the emergency room. No further medical intervention was reported. On (B)(6) 2014, patient was not entering values promptly.

Manufacturer narrative:
(B)(4).